Event description:
Customer claims the right hand intermediate siderail fell while a patient was leaning on it. Allegedly, the patient fell and hit their head on the floor. The patient received sutures due to the fall. The hill-rom technician found the right hand intermediate rail to be functioning properly. In addition, the hospital's biomedical department checked the bed and found no problems. According to user "while raising a siderail, pull the siderail up until it latches into the locked position. While raising the siderails, a click will be heard it latches into the locked position."